Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited gradually rising pacing impedance which led to high/undefined pacing impedance. As well, the lead had high rv thresholds. The lead is still in use. No patient complications have been reported as a result of this event.